Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument, and proactively replaced the sample probe 2 mixer. Quality controls and quick check were run, all resulting within range. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing within specifications no further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on another dimension vista 1500 instrument, resulting higher. It is unknown if the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.